Event description:
The customer called to report that she was just sitting in her car and the pod initiated a hazard alarm. Blood was seen in the cannula, though no kink was noted. She had experienced high bg's (greater than 250mg/dl) within four hours of applying this pod. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.